Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the 10th proximal row, a stent strut was damaged; raised, stretched slightly from crimp stent profile position. The maximum crimped stent profile is within the specification. The crimp data verifies that the crimp force, crimp temperature and crimp duration where within specifications and no scraps were recorded for this batch. The stent damage most likely occurred during preparation of the device. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 2.50 promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, upon checking the stent's integrity, it was noted that a defective stent strut got out from the tube's alignment. No patient complications were reported and the patient had no clinical consequences.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 2.50 promus premier drug-eluting stent was selected for use to treat the lesion. However, upon checking the stent's integrity, it was noted that a defective stent strut got out from the tube's alignment. No patient complications were reported and the patient had no clinical consequences.